Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD implanted: (B)(6) 2014; 5867-3m adaptor implanted: (B)(6) 2015.

Event description:
It was reported that the right ventricular lead had a high impedance spike and was suspected to have a possible fracture. The device was noted to have early battery depletion. The right atrial and left ventricular leads had high thresholds. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage.